Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was unable to duplicate an unknown issue. Testing revealed a defective dso sensor and defective pwa board. The dso sensor, dso seal, pwa were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for repair for an unknown issue. The device evaluation revealed issues with the dso seal and circuit board. There was unknown patient involvement.